Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the monopolar curved scissors (mcs) tip cover accessory and the mcs instrument damaged. It was specified that the orange part of the mcs instrument was damaged; this part is covered by the mcs tip cover. The customer reported that after the procedure they noticed the tip cover was torn and the orange plastic on the mcs under the tip cover was damaged with a piece missing. Intuitive surgical inc. (Isi) contacted the site robotics coordinator and additional information was obtained about the complaint: the mcs instrument became damage when it was being inserted and removed from the cannula. It was not confirmed whether a fragment fell into the patient or not. No arcing was noticed during this procedure. This event occurred during critical part of the procedure and caused less than a 15 minute delay. It is unknown how this event effected the procedure and patient outcome. The patient did not experience any post-operative complications and was discharged with no change in their care plan. The mcs instrument is available for return, but the tip cover accessory is not. No images or videos were taken of this event. Isi contacted the surgeon of this procedure and additional information was obtained about the complaint: the indication for this procedure was menorrhagia with an 8cm subserosal fibroid. The surgeon added that this procedure was laparoscopically assisted and bilateral salpingectomies were performed. It was not confirmed whether a fragment fell into the patient or not. The surgeon said the assistant attempted to manually straighten the mcs while outside of the patient and found that it was slightly bent. The surgeon added that they think if a fragment did occur, it occurred outside of the patient. The surgeon said the mcs became bent during the procedure possibly due to coming into contact with the trocar. The surgeon said this event had no effect of the procedure or patient outcome. There is no concern of long-term complications as the surgeon does not believe a fragment was left in the patient. After the procedure was completed, the or staff noticed the mcs instrument was damaged and the orange part underneath was visible. The surgeon told the or staff that their assistant manipulated the instrument while it was outside of the patient.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Isi has requested the customer return the mcs instrument used during this event, but it has not been received at this time. Also, the customer reported that the mcs tip cover accessory that was damaged during this event is not available for return. A follow-up MDR will be submitted if additional information is obtained. Refer to medwatch report (MDR) with patient identifier (B)(6) for additional information regarding mcs tip cover accessory fragment fall event. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, the mcs instrument that was reportedly damaged was not reused in subsequent procedures. Another mcs instrument was used during this procedure, and has been used in subsequent procedures. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted benign hysterectomy procedure, the mcs instrument was damaged and possibly dropped fragments into the patient. It has not been confirmed if fragments fell into the patient. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.